Event description:
Customer tested blood glucose and received a result of 187mg/dl. The customer felt shaky, and was talking off the wall. Spouse called paramedics and when they arrived they received a result of 22mg/dl. The customer was given glucose syrup and may have increased their insulin based on the result. Controls in use were expired. A request was made for the return of the suspect device and replacement product was sent.